Manufacturer narrative:
Date sent to the FDA: 01/17/2019. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Additional information was requested, and the following was obtained: the patient¿ indicated that approximately four years ago she required surgery where the surgeon told her he would remove the mesh but he ¿only rinsed the mesh and replaced it¿ and did not, in fact, remove the mesh during the procedure. She further indicated she has had to puree her foods for three years and she¿s now speaking to another doctor about removal of the mesh.¿

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/13/2019. Additional note: initially, this patient reported adverse event was submitted under medwatch report # 2210968-2017-31033. Recently, this same adverse event was submitted under 2210968-2018-77755.  All further information about this event will continue to be captured and submitted through 2210968-2018-77755.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair on (B)(6) 2007 and the mesh was implanted. It was also reported that the patient underwent an unrelated procedure to remove her leaking gallbladder in 2015. During this gallbladder procedure the surgeon cut the mesh in order to clear the surgical area and the patient indicated that this same mesh was reinserted by the operating surgeon. She also stated that two staples left in her stomach. Since the gallbladder procedure in which patient reports that the mesh was reinserted, the patient experienced constipation, inflammation, cannot work and has visited multiple doctors. The patient cannot eat solid food and needs to stretch her organs in the morning. It was also reported that the patient will undergo a mesh removal procedure in (B)(6) 2019. No further information is available.